Event description:
This report is to advise of a fracture in the catheter found during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed a fracture between electrode rings 2 and 3, approximately 0.34¿ proximal from the distal tip. The identified device deficiency is consistent with a design related issue. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.